Event description:
During a laparoscopic cholecystectomy, clip cartridge jammed. One clip fell into pt cavity. The surgeon retrieved the clip with a grasper. Pt was not affected.

Event description:
During a laparoscopic cholecystectomy, clip cartridge jammed. One clip fell into pt cavity. The surgeon retrieved the clip with a grasper. Pt was not affected.